Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip. However, the definitive root cause of reported issue could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the broncho videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a burnt distal end was found. There was no patient involvement.